Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Review of the most recent repair record determined that the comb was damaged. The comb was replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that upon inspection there was need of repair. Investigation found there was a damaged comb. There was no adverse event reported as a result of this malfunction.